Manufacturer narrative:
Product investigation was completed for part #357.403, lot #um28415. A visual inspection, drawing review and device history records review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The proximal tip was confirmed to be broken. The device has surface wear which does not impact functionality. No other issues observed. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date(s) of manufacture/release to warehouse date(s): jan 19, 2004, feb 2, 2004, and feb 27, 2004. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synthes 6.0mm / 10.0mm stepped cannulated drill bit broke during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016. There were no fragments retained in the patient and the surgery was completed successfully without any delay. This report is 1 of 1 for (B)(4).